Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check and the power up self-test were conducted. The reported issue was unable to be repeated, duplicated or verified. The device passed all functional tests and no error codes were noticed. The software was reinstalled/ reloaded as a preventative measure.

Event description:
It was reported that a smiths medical cadd pump displayed an error message with a red screen on power-up. No adverse patient effects were reported.